Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was sent for further testing. It was noted that the device passed preliminary and functional testing. Atrial and ventricular bores were able to hold a .101 inch pin gauge. Is-1 leads were fully inserted into the atrial and ventricular bores; setscrews were tightened to one click on a torque wrench and slightly tugged. The result was the leads remained in original position. Is-1 insertion gauge was inserted into the bore with normal force no binding was felt. The device output was monitored for 15 hours. The result was the device passed. No anomalies were detected.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture threshold began increasing from a baseline of around 1.0 volt on (B)(6) 2016 and became out of range on (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated and fluctuating threshold. The rv lead was explanted. After a new lead was implanted, the implantable pulse generator (ipg) exhibited a loss of capture and the patient went into asystole. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.